Event description:
Complaint no: (B)(4) (B)(6) 2023; stored in-house, product compl: loss of osseointegration, country: (B)(6). Adverse event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5160181, mw5160183, mw5160184, mw5160185.